Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter detachment is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt connector was returned for evaluation. An initial visual observation of the photograph showed a 4 fr groshong nxt connector. The connector was observed to be assembled. Catheter tubing could not be seen in the connector. Use residue was visible on the distal end of the connector and inside the extension leg tubing. No damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the customer chose a three-way valve catheter (model 7617405) for the patient's placement, and the original decompression sleeve in the set fell off accidentally. After several unsuccessful attempts, the catheter was replaced with a connector of a different brand (model number unknown), which allowed the catheter to be placed successfully. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.